Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4)

Event description:
A surgeon reported he had a patient with postoperative endophthalmitis. Additional information was requested; however, none has been received to date. This is one of two reports for this surgeon.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received from the surgeon. The surgeon reported there was no causality between the product and the postoperative endophthalmitis. No further endophthalmitis cases have been observed. He considered it a postoperative complication and the patient recovered without surgical treatment.

Manufacturer narrative:
Additional information provided. The lot complaint history and device history record were not reviewed as the lot information was not available for this complaint. No sample was received. Therefore, no visual inspection or functional testing could not be conducted. The root cause of the customer's complaint could not be established as a sample has not been received. Without analysis of the sample, it is not possible to isolate the root cause. As the root cause is unknown, the relationship, if any, of the device to the reported incident cannot be determined. After a thorough investigation of this complaint, it has been determined that no action will be taken at this time as a sample was not returned and no root cause could be established. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Consumables manufacturing management has been made aware of this complaint through the consumer affairs review meeting. The manufacturer internal reference number is: (B)(4).